Event description:
It was reported that the procedure was to treat a heavily calcified and narrow mid femoral artery that was moderately tortuous. It was observed that after the stent implant had already been partially deployed, the thumbwheel became harder to turn with a feeling of increased resistance. Although resistance was felt, the thumbwheel was continued to be turned, which resulted in a cracking sound and the thumbwheel was no longer deploying stent. The decision was made to cut through the outer sheath, so that the rest of the stent was able to be manually deployed. There was an extended period of time for the patient on the table; however, there were no adverse patient effects reported. A second stent was deployed to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to deploy the stent could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.